Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified after further evaluation by the physician, it was decided that no further surgical intervention will be planned.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was relocated to address the issue. Stimulation was restored. Issue of pain at the ipg site has been resolved.